Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("add gel/replace belt" messages, service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel/replace belt" messages. Additionally, the belt connector was damaged and unable to latch securely to the monitor, causing the service code 204. The root cause for the strained cable and damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages and service code 204 (belt/monitor unusable).